Event description:
Device report from synthes reports an event in colombia as follows: it was reported that the device was received as a blind unit. Upon visual examination of the devices, it was found that the products were bent. No further information is available. This report involves one 1.25mm kirschner wire w/trocar point 150mm. This is report 3 of 3 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e3: reporter is a j&j employee. H3, h4, h6: the product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that k-wire ø1 l150 sst was bent. A dimensional inspection was not performed for the k-wire ø1 l150 sst due to post manufactured damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the k-wire ø1 l150 sst would contribute to the complaint device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history review: part #: 292.100.01. Lot #: 99p0980. Manufacturing site: balsthal. Release to warehouse date: 21-apr-2021. A manufacturing record evaluation was performed for the finished device 292.100.01 lot #99p0980, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.